Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer, during inspection of the cardiosave intra-aortic balloon pump (iabp), that the helium tank indicated a low helium level when the machine was powered on. However, the level appeared normal after the host was reinstalled.

Event description:
It was reported by the customer that during inspection, the cardiosave intra-aortic balloon pump (iabp) helium tank showed low helium level when the machine was turned on. The main unit and the trolley were separated and then installed on the trolley and it showed normal after reinstalling the host. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, d8, d9, e1 (initial reporter, event site telephone) g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and suspected that the problem may be with the helium detection board. This fault was resolved by replacing the pcba and power supply monitor and the issue has not reoccurred per the fse. All functional and safety test was performed.

Manufacturer narrative:
Updated fields: b1, b4, g3, g6, h11.

Event description:
N/a.